Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the video processor (vp). The system was tested and verified as ready for use. The vp involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered repeated 319 faults. The customer tried to power cycle prior to calling but issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard cycle and reseat all cabling on the vision side cart (vsc) going from endoscope controller (ec) to video processor (vp) to core, but issue remained. Tse had the site perform a secondary hard power cycle and reseat the cables again with no change. Tse then worked with the customer's biomed engineer to perform an additional hard power cycle and checked the cables but 319 fault remained, site did not have a secondary vsc available. There was no reported injury.